Manufacturer narrative:
The hba1c reagent lot number was 81997601 with an expiration date of 30-apr-2026. The ldlc3 reagent lot number was 82101501 with an expiration date of 31-jul-2026. The field service engineer (fse) found the cell rinse misadjusted and readjusted it. The fse performed tests and confirmed that the module was running within specification. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (hba1c) results for one patient sample and ldl-cholesterol gen.3 (ldlc3) results for one patient sample tested on a cobas 6000 c501 module. Patient 1: the initial hba1c result was 12.71%. The repeat hba1c result was 5.83%. Patient 2: the initial ldlc3 result was 6.90 mg/dl. The repeat ldlc3 result was 106.4 mg/dl. The samples were repeated as the results did not match the patient's medical history. No erroneous results were released.